Event description:
It was reported that the device had a cassette error during set up. There was no patient involvement. Evaluation of the returned device identified a defective downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed no error codes. Functional testing confirmed the reported issue. The device alarmed cassette error during occlusion testing. The downstream occlusion sensor was identified to be worn/defective, and was replaced in order to address this issue.